Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had issue with buttons of insulin pump. Customer stated that the insulin pump¿s buttons were getting hard to press and the piston did not rewind all the way down and they had to push it all the way down. Customer stated that the button issue had been going on for over a year and the insulin pump not completely rewinding. Customer stated that the all the button except the b button were difficult to find the internal button. Customer stated that the time was changing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.